Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finds and investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit and could not confirmed the helium leak. The fse stated that after a thorough checkout, no problem found. The unit passed a complete pm with full calibration, functional, and electrical safety tests to factory specifications. Then the unit was cleared for clinical use and returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had rapid gas loss. There was no patient harm reported.